Manufacturer narrative:
This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2007. It was reported that although he has stimulation, he is unable to establish communication with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was sent to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. According to the MFR's registration records, the pt's ipg remains implanted.